Manufacturer narrative:
This report is submitted on october 27, 2022.

Event description:
Per the clinic, the patient experienced a magnet dislodgement (date not reported). The patient was placed under general anaesthesia on october 3, 2022, in order to reposition the internal magnet back into place. The implanted device remains.